Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not hold the smallest diameter k-wire. It was further observed that the internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). There was no contact complete address provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a patella luxation surgical procedure, it was observed that the quick coupling device was not functioning properly. It was further reported that when pressing the wire or pin onto the bone, the power was greatly reduced and the pin/wire did not rotate very quickly, which lead to applying extra force in order to get it in. The reporter indicated that the problem did not come back once the hand piece was changed. There was a five minute delay to the surgical procedure to obtain a spare device from another kit. There was no human patient involvement as the device was a veterinary device. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer city was inadvertently documented as (B)(4). The city has been corrected from (B)(4) to (B)(4). Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. The device manufacture date was incorrectly documented. The device manufacture date has been updated from jul 2, 2001 to nov 10, 2010. If additional information should become available, a supplemental medwatch report will be submitted accordingly.